Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the sheath ruptured and the inner film of the device was peeled due to the insertion of a ureteroscope in the device. The procedure was completed at this time. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.